Event description:
The customer reported that the device closed and could not be reopened. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 02/20/2014. The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.